Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure, a 120 mm helical blade would not insert. It was catching on the nail; the tip ended up being bent and was not implanted in the patient. It is possible that incision site for helical blade was in wrong place. So the insertion handle was pulled to compensate the soft tissue stretch and get the correct angle. The soft tissue pulled the compression sleeve so it did not line up. A lag screw was used to complete the procedure. There was a reported surgical delay of two minutes and the surgery was successfully completed. Patient outcome was reported as fine. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
(B)(4): a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues.device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.